Event description:
The patient slipped when stepping on the foot rest while being positioned for an exam and sustained a leg injury caused by the unexpected contact with a corner of the footrest. The injury required medical intervention.